Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately two-weeks post implant procedure, the right atrial (ra) lead, right ventricular (rv) lead, and left ventricular (lv) lead dislodged. The ra and rv lead was repositioned and remains in use. The lv lead could not be repositioned, therefore the lead was explanted and replaced. No patient complications have been reported as a result of this event.